Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the trach tube's flange hole was broken after four weeks of usage, as shown in the attached image. There was partial decannulation when the flange broke. They could not secure the trach so a new tube was inserted and a new trach tie was used.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one of the flange eyelets was broken. It was reported that the trach tube's flange hole was broken after four weeks of usage, as shown in the attached image. There was partial decannulation when the flange broke. They could not secure the trach so a new tube was inserted and a new trach tie was used. The reported issue was confirmed. The most likely cause was related to an external agent. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: attach the neck strap to the flange eyelet. Flex the patient¿s neck forward and tie the neck strap. When properly adjusted, one finger space between the neck strap and the patient¿s neck should exist. The tube and obturator are for single patient use. Duration should not exceed twenty-nine (29) days. Covidien has not substantiated use of these devices beyond 29 days. Decisions about tracheostomy tube changes should be made by the responsible physician or designate using accepted medical techniques and judgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.